Event description:
The complainant reported a 73 year old male patient presenting for acute myocardial infarction and cardiogenic shock for impella support. During support, the an access site bleed and thrombocytopenia developed. As treatment, blood products were infused. The patient also exhibited renal failure. As treatment, dialysis was administered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information noted that patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The cause of the hemolysis was most likely patient condition related, specifically patient volume issues. The cause of the renal failure and its relation to the impella were not determined since sufficient clinical information was not provided; additionally, the hemolysis resolved several days prior to the issue. The cause of the access site bleeding and its relation to the impella were not determined since the product and sufficient clinical information were not provided. The cause of the thrombocytopenia and its relation to the impella were not determined since sufficient clinical information was not provided. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the was provided in sections b2, b5, d6, h1, and h6.